Manufacturer narrative:
(B)(4). Retainer ring=black. P-cap locked in place properly during testing. After battery installation. Unit received with constant flashing medtronic logo. Proceed it by cutting unit open and perform visual inspection of connectors and electronic assembly. Electronic boards were switched to pinpoint faulty board. After switching both boards with test boards and restocking electronics, unit remained on constant flashing medtronic logo. No moisture damage or components damage noted during visual inspection. Problem isolated to electronic assembly. Force sensor zero offset within spec (24.4mv). No physical damage noted during visual inspection.

Event description:
Information received by medtronic indicated that insulin pump was shutting down and its screen was solid white. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.